Event description:
It was reported that the device broke during the procedure. Per additional information received, all pieces were retrieved and the need for an expanded portal size does not pose additional risk to the patient as it is within the scope of the original procedural requirements to create a portal large enough to perform the surgery at the discretion of the surgeon.

Manufacturer narrative:
Alleged failure: alain rouffy from the hospital reported to the customer service the following event :" palpator reference 3910 500 850 850 (5mm) lot 13334, which broke intra-articularly during surgery. Actions undertaken: opening of another box." The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) excessive force applied on probe or 2) incision too small. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. Per additional information received, all pieces were retrieved and the need for an expanded portal size does not pose additional risk to the patient as it is within the scope of the original procedural requirements to create a portal large enough to perform the surgery at the discretion of the surgeon.